Event description:
A peritoneal dialysis (pd) pt's registered nurse (rn) contacted technical services requesting assistance in transferring the pt's treatment data from his iq drive and for the cycler to be replaced as the patient was reportedly rushed to the emergency room due to an instance of increased intraperitoneal volume (iipv) on (B)(6) 2015. The nurse advised according to the emergency room report the pt was positive for 3200ml of intra-peritoneal fluid when he arrived and was unable to drain either by cycler or manually. Follow-up with the nurse who reported computerized tomography (CT) scan of the pt's abdomen was performed and revealed the pt was empty of fluid and a significant amount of stool was present in the pt's colon. The nurse clarified based on the results of the CT scan there was no instance of iipv and stated the pt was hospitalized due to severe constipation. The nurse stated the pt's treatment regimen was programmed for five cycles of 1600 ml fill volumes. With a final fill volume of 500 ml. The nurse stated she was unable to download the pt's treatment history but was able to review the pt's treatment history on (B)(6) 2015 and noted the pt was able to successfully drain out 1500ml and 1400ml of solution of two succeeding drain cycles prior to the pt discontinuing continuous cycler-assisted peritoneal dialysis treatment due to pain. The nurse stated as of (B)(6) 2015 the pt was still hospitalized and expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the replacement cycler upon discharge. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market surveillance staff and completion of the plant's investigation.